Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The loading unit was received with a full complement of staples. The knife assembly and white sleeve were disengaged. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass of gastroenterostomy procedure, at the first firing of duodenum resection, the surgeon clamped the tissue and tried to fire the device, however, it would not fire. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass of gastroenterostomy procedure, at the first firing of duodenum resection, the surgeon clamped the tissue and tried to fire the device, however, it would not fire. There was no patient injury.